Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in an edwards lifesciences technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. Kinked sheath complaints have also been previously investigated by edwards and documented in a technical summary. All relevant historical complaint data and the summary of the associated engineering evaluations performed from (B)(4) 2010 (B)(4) july 2012 are aggregated in this technical summary. Complaint history of kinked sheath complaints revealed no devices with manufacturing non-conformities that could have contributed to the reported complaint. This technical summary outlines the current mitigations on the manufacturing floor (i.e. (Visual/ dimensional inspections and functional evaluations) and in IFU and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that sheath kinks occurring during use in the patient have historically had a root cause related to patient factors (peripheral vessel tortuosity/calcification) and/or procedural factors rather than device factors. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22 fr sheath is 7mm. Per report the patient¿s minimum luminal diameter (mld) measured 7.8 mm, and the vessel was described as tortuous with mild calcification. In this case, the cause of the reported kinking of the sheath and subsequent rupture of the iliac artery cannot be confirmed; however, per report the possible causes of the kinked sheath and vessel trauma were the vessel tortuosity and a vessel diameter smaller than anticipated. Additionally there may have been calcification not appreciable on imaging. It was felt that the kink may have created an edge on the outer surface of the sheath that caused trauma to the vessel as it was being removed. The device was not available for evaluation; however, there is no indication that the event was related to a manufacturing non-conformance. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In addition, there is no evidence of that device malfunction or manufacturing issues contribute to this type of event; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.

Event description:
Per the edwards lifesciences field clinical specialist report, during a transfemoral tavr procedure, a ruptured iliac was observed during removal of the 22fr retroflex 3 sheath. The physician felt some resistance while inserting the sheath but nothing out of the ordinary. After the sheath was positioned the primary operator did have some difficulty advancing the delivery system through the sheath. The sheath may have been slightly kinked. Valve deployment occurred without incident and the delivery system was then removed. A contralateral pigtail catheter was positioned and as the sheath was withdrawn into the external iliac when there was a marked drop in the patient¿s blood pressure. A contrast injection was performed and extravasation of contrast was observed. The patient was immediately given blood and fluids and a coda balloon was positioned in the aorta from the contralateral side. The patient was stabilized and the iliac was surgically repaired. Post procedure the patient was stable and one week later it was reported that the patient was going to be transferred to a skilled nursing facility for rehab. While the diameters, calcification tortuosity were favorable for a transfemoral tavr, the thought was that the sheath did have a slight kink in it which may have created an edge on the outer surface of the catheter causing trauma to the vessel as it was being removed. A suggestion was made to remove the sheath with the dilator in place to eliminate any kinking. The possible perceived causes of the kinked sheath were the vessel tortuosity and a vessel diameter that was smaller than anticipated.